Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working that started two weeks prior to the revision procedure. During inspection the physician observed a tear in the left cylinder causing a saline leak. The ipp cylinder was explanted and replaced with a new ipp cylinder. Following the procedure the patient improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of cylinder hole, fluid leak, and mechanical issue cannot be confirmed through analysis as the cylinder was found to have a cut from sharp instrument damage. The sharp instrument damage is commonly observed to occur during the explant procedure. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified that the cylinder was cut in half at the proximal cylinder body that is a result of sharp instrument damage. Functional testing was not able to be competed due to the cylinder being cut. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working that started two weeks prior to the revision procedure. During inspection the physician observed a tear in the left cylinder causing a saline leak. The ipp cylinder was explanted and replaced with a new ipp cylinder. Following the procedure the patient improved.